Event description:
It was reported that the patient experienced inadequate pain relief after participating in an exercise program for 10 days. The symptom was located at the ¿left and right side implants¿. X-rays confirmed the leads had migrated. Impedance testing was also reportedly done, the results of which were not provided. The patient was going to be scheduled for a revision. Information received approximately two weeks later indicated that the patient had been programmed, and since then, had ¿some¿ adequate stimulation. The patient was to be seen in her physician¿s office for ¿further recommendations¿. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the patient had rolled over in bed and after that their stimulation did not seem to be covering the pain. The patient was reprogrammed and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).